Event description:
The hospital reported that two grafts were performed during the coronary artery bypass graft surgery. During the preparation for the second graft, the seal cracked during loading. The surgeon used 3rd seal to complete the procedure.